Event description:
It was reported that the high impedances (>3600 ohms) were measured on the patient¿s implantable neurostimulator (ins), specifically on all combinations with electrode #13. It was unable to be determined if the impedance issue was with the ins or either lead component but it was noted that electrode 13 was not in use. There were no complaints from the patient and they experienced no symptoms from the issue. They were receiving effective therapy and their status was reported as alive without injury. No further actions were planned at the time of report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).